Manufacturer narrative:
There was no repeat testing by the customer of the original ((B)(6)) samples or specimens from that same date. As the original samples were discarded by the hospital, a possible sample-specific interference or other cause of a possible discordant result could not be confirmed. Accordingly, the accuracy of the results at that point in time is unknown. Per the customer, on (B)(6), quality controls were within range and there were no error flags which would show a problem with sample processing. Instrument data from the date of the event was not available for investigation. A siemens customer service engineer (cse) was dispatched to the customer site for a separate issue prior to the customer contacting the siemens customer care center (ccc) about this event. The cse discovered gel in the aliquot probe. The cse performed bi-yearly preventive maintenance and replaced all server one probes. Service methods testing was then run and passed. There have been no vancomycin results questioned as discordant since service was performed. The cause of the alleged discordant low vancomycin results is unknown. This instrument is operational. No further evaluation of this device is required.

Event description:
A siemens technical applications specialist (tas) contacted the siemens customer care center (ccc) and stated that a customer had informed her that a physician was questioning two vancomycin results obtained on a dimension vista 1500 instrument on (B)(6) 2017. The samples were trough samples from one patient. The results were reported to the physician and vancomycin was administered to the patient. Trough samples taken on (B)(6) 2017 showed elevated results and vancomycin was stopped. The customer stated that the physician then questioned the results from the two trough samples taken on (B)(6) 2017 as being low and noted that the patient had been administered an over-dose of vancomycin. The customer stated that results on samples obtained from the patient after (B)(6) 2017 have remained elevated. According to the customer, the patient has not received vancomycin since (B)(6). The customer informed the tas that the patient was in a coma. Upon follow-up with the customer, the customer stated that the patient was not in a coma. We were also informed that the patient is in renal failure. The customer is not attributing the renal failure to the administration of vancomycin. Siemens has requested information regarding the patient from the customer, however, no updates have been received.